Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address unknown complications approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown date in 2014. D6b - explant date - unknown date in 2017. D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. G2 - report source - foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.